Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 18, 2024.

Manufacturer narrative:
This report is submitted on september 12, 2023.

Event description:
Per the clinic, short circuits were noted on 6 electrodes and experienced a loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.